Manufacturer narrative:
Lead model 3889-28, lot# v278049, implanted: (B)(6) 2009, explanted: (B)(6) 2011; programmer model 3037, serial # (B)(4). The device is included in the educational brief, discussing lead fragments left behind during the removal of the interstim tined lead ((B)(6) 2010). Also included was a copy of the "FDA public health notification: unretrieved device fragments" issued by the u.s. Food and drug administration (FDA) on january 15, 2008.

Event description:
It was reported that the patient never had therapeutic effect. She was concerned that a stroke suffered several years before the implant could cause the therapy not to work for her. The device was removed in (B)(6) 2011 and the lead fragmented, leaving approximately a one inch fragment inside the patient. The patient later needed an MRI and was concerned about the remaining lead fragment. It was reported that the patient was not told of the MRI restriction or potential adverse events, nor did she have a trial and receive information about what is considered successful therapy. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information reported indicated that on (B)(6)-2010 the patient was reprogrammed with four new programs. Additional information had been requeseted, but was not available as of the date of this report.